Event description:
Device 3 of 3. Reference MFR report: 1627487-2013-04871, reference MFR report: 1627487-2013-04872. It was reported the pt had not been reprogrammed since the postoperative appointment. The pt reported she had begun to have headaches a short time after she had been implanted. The physician had prescribed medication for migraines. Within the last 6 months, the pt was experiencing random shocking sensations. Impedance diagnostics revealed some contacts with low impedances. It was also reported the pt had experienced beating at the ipg site since her first recharging attempt. It was reported the ipg was located in the upper chest, and she experienced heating after 15 to 20 minutes of using the charging system. The pt reportedly stopped recharging to let the area cool. The pt was to receive a replacement charging system.

Manufacturer narrative:
This charger model was associated with a field corrections. Corrective and preventive action (CAPA) investigation was performed. Evaluation results: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.